Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the user had removed the security bar to allow nursing staff access to the refrigerator bins. After the bins were secured and the escort recovered all storage spaces, no issues were found. The escort inventoried the area multiple times without issue. The device was rebooted and confirmed operational. The hardware test app was opened, and no tests were needed. The application was launched, and the escort accessed the refrigerator and bins again without any problems. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator device was not detected on bus, user tried to recover the failed drawer but required maintenance was stated, user tried rebooting the device, tried unplugging and reconnecting the power cord to the station but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.